Manufacturer narrative:
Insulet¿s analysis of the provided information deems that the reporting requirements of were not met and therefore, this event is no longer considered reportable. The supplemental report submitted 8th december 2025 contained the incorrect due date for the aware date the additional information was received. This has been corrected to 7th january 2026.

Event description:
It was reported that the cannula was not properly seated in the infusion site. When the pod was removed, the cannula appeared bent. No impact to the patient's blood glucose levels was reported. No information regarding treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy the cannula into the skin. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
Insulet¿s analysis of the provided information deems that the reporting requirements of were not met and therefore, this event is no longer considered reportable.

Event description:
It was reported that the cannula was not properly seated in the infusion site. When the pod was removed, the cannula appeared bent. No impact to the patient's blood glucose levels was reported. No information regarding treatment was provided.